Event description:
Just before the surgery, the laser showed the red ring for the capsulotomy over the iris. The dr noticed the decentration of the treatment and also noticed the laser placed shots into the pt iris.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.